Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "when removing the guide, it does not move because it is bent, after several attempts the guide is removed and deformity, stretching and the internal part of the guide is seen." No patient injury or consequence reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "when removing the guide, it does not move because it is bent, after several attempts the guide is removed and deformity, stretching and the internal part of the guide is seen." No patient injury or consequence reported. The patient's condition is reported as fine.